Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that sample have damage to the flange area of the barrel and, scale markings are extremely skewed and missing. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged and scale markings issue defects are associated with the marking process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3278543. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
Material#: 309657; batch number#: 3278543. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. We have had some faulty syringes recently, 3 ml. They are not in custom packs but just separately. Attaching a picture. All the same lot numbers- 3278543. Additional information provided: the event occurred on 09/12/24. There was no patient harm or negative outcome. The syringe was handed off the field and another one was used. There were three total syringes with the same lot number affected. I do have one sample for testing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.